Event description:
It was reported that an "erroneous parameters detected" error message was present while the pacemaker was interrogated during routine check up. Programming changes were made and nominal settings were restored. The patient was stable.